Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; (B)(4): information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller said the device isn't working anymore and it is going to be replaced. The caller then clarified with the patient that the ins is on, but it is no longer helping them. It can be noted that the event occurred 2-3 months ago. No device issue was reported and no further patient complications have been reported as a result of this event.